Manufacturer narrative:
Concomitant medical devices: 383059 lead, (B)(6) 2007; 419378 lead , (B)(6) 2007; 694958 lead, (B)(6) 2007.

Event description:
It was reported that eleven days post implant the patient presented to the clinic for a follow-up wound check. A rash was noted to the upper body over the upper chest, entire back, and down to buttocks. Patient was referred to an allergist. The patient received diphenhydramine, epinephrine and prednisone. It was further reported that two days later the rash continued to spread to the legs with mild airway involvement. The absorbable envelope remains in use. The patient is enrolled in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.